Manufacturer narrative:
(B)(4). The device remains implanted and is not available for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. Reportedly, the physician attempted to deploy the device just below the left renal artery, however, the left renal artery was unintentionally covered by the aortic extender component. An additional bare stent was placed. There was no information provided if the patient¿s anatomy caused or contributed to the event. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to renal artery occlusion. Per IFU warning: incorrect deployment or migration of the endoprosthesis may require surgical intervention. Per IFU caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.